Event description:
It was reported that a patient implanted with an impella cp lost distal pulses. The patient expired on impella support.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.